Manufacturer narrative:
H.6. Inestigation summary: DHR review was not performed as the lot number associated with this investigation was unknown. Received one 22ga bd nexiva straight adapter connected to a max zero connector. The reminder of the unit (needle, package, etc.) Was not returned for evaluation. The ext. Tubing was separated from the nose of the adapter. Visual/microscopic evaluation: the extension tubing and catheter-adapter assembly were separated from the straight adapter. Remains of the extension tubing were left within the straight adapter. The left over tubing revealed jagged edges throughout. Conclusion: indeterminate a definite source that caused the extension tubing to get frayed away from the adapter could not be determined. Jagged edges indicate that the tubing was torn or pulled away possibly through manipulation by the patient and/or clinician. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Event description:
It was reported that the nexiva 22 ga x 1 in single port experienced breakage during use when the "piv tubing snapped at the hub."

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the nexiva 22 ga x 1 in single port experienced breakage during use when the "piv tubing snapped at the hub."